Event description:
Meter name: enhanced basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy and headache. A patient reported they were not able to test and this is stressing customer out.their meter allegedly would only display not ok prompt.the result on their meter was not ok prompt. Customer didn't test with any other equipment. Treatment was insulin increased by doctor. No further information has been reported.